Event description:
Pt had a pacemaker implanted in 2003. He was using it for a year and then we went to another city for another heart surgery. When they began testing the pacemaker they found out that one of the leads was not working correctly. They informed us that a lead would have to be replaced during his valve replacement. We were satisfied with the information that we recieved. However when the surgery was performed the pacemaker itself had a problem and had to be replaced. We are still trying to find out if this is a manufacturing default related to guidant or what the real problem is. Now that we are hearing about all the recalls we would like this investigated more as he now has a new pacemaker but the same model.